Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to deploy was confirmed. A review of the lot history record revealed no non-conformances/exceptions for this lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a prostar xl device after an interventional procedure. Reportedly, the needles of the prostar xl device could not be deployed and stayed inside the device. A second prostar xl was used with the same results. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the prostar xl device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under a separate medwatch manufacturer report reference number.